Manufacturer narrative:
Section h4 was updated. The reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a mid:14 (bg power supply) error message was confirmed in the thermogard system's event log data and during functional testing of the thermogard system. The root cause was identified as a defective power supply, likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in january 2013 and is over 12 years old. The thermogard system event log data was reviewed, and mid:14 (bg power supply) error message(s) were revealed, confirming the reported complaint. The thermogard system failed the functional testing due to the mid:14 error message displayed during the power-on-self-test (post), confirming the customer's reported complaint. The power supply assembly was replaced, and the issue was resolved. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) displayed a mid:14 (bg power supply) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The thermogard console in the complaint was returned to zoll for evaluation. However, the investigation is still in progress. A follow-up report will be submitted when the investigation is completed.